Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the lens was dislocated. The iol was exchanged for same model different diopter company lens. Clinical reason for explant mentioned as mechanical breakdown. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).